Event description:
A customer reported that their device's battery was no longer holding a charge. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional actions were taken by technical support.